Event description:
An optometrist reported a case of trace diffuse lamellar keratitis (dlk), observed one day after bilateral lasik surgery. Patient was stated to have been treated with steroid drops. Upon further follow up, reporter stated the dlk resolved completely, with treatment, and the post op uncorrected acuity was 20/20. This report will reference the patient's right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).